Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 74-year-old female undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The patient on impella support was found to have a thrombus in the left ventricle (lv). The following day the medical team had a computed tomography (CT) scan performed and showed that the patient had bilateral hematoma and they had to stop heparin and give the patient 2 units of blood.

Manufacturer narrative:
The investigation for the reported thrombus and access site bleeding issue has been completed. The device passed all post-sterile inspection checks. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. As per clinical review lv thrombus was found to be present in patient and also bilateral hematoma was observed. The cause of the thrombus issue was most likely patient condition based on the clinical information provided. Access site bleeding- the root cause of the access site bleeding major issue was not determined since product was not returned and limited clinical details were provided. This report is being filed as part of a retrospective review of historical records.